Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to flattened button dome switch. The following cosmetic damage was also found on the device: a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches at the lcd window, and cracked battery tube threads.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. Her blood glucose at the time of incident was 109 mg/dl. Troubleshooting occurred, and the customer was advised to discontinue use of the pump and revert to her backup plan per health care provider's instructions. Customer sent in pump for analysis and a replacement device was shipped to her.